Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16670. It was reported that during the normal device replacement procedure, insulation breach was observed on the right atrial (ra) and right ventricular (rv) leads. The patient suffered a fall one week prior, and the physician suspected this was the cause. The leads were explanted and replaced. The patient had no symptoms and was recovering.

Manufacturer narrative:
The reported field event of insulation breach was confirmed in the laboratory. Full breach insulation degradation adjacent to connector boot was noted at 4.5 cm from connector pin.